Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing eval. Once the eval has been completed or if add'l info is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device became hot. The device was not being used during surgery. It is unk if there were injuries or medical intervention. There was no add'l info provided.